Event description:
The customer stated he was hospitalized for low blood glucose levels in the 20 mg/dl range. The customer stated he was incoherent at the time. The customer stated that his blood glucose levels dropped because he did not eat enough for the bolus that he gave. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.